Event description:
Dentures and partials are made using this. Now pts are returning with breakage and cracks. The material is breaking down too soon. The device also seems to collect bacteria and it warps.